Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the retainer ring that holds the reservoir in place has come off. Customer's blood glucose was unknown at the time of the incident. The customer states ring broke off and now reservoir cannot be attached anymore. Customer was advised the insulin pump will be replaced. The customer will return the device for analysis

Manufacturer narrative:
Unit was received with missing reservoir tube retainer, missing reservoir tube o-ring, scratched case, minor scratched lcd window, cracked select button keypad overlay, stained keypad overlay, cracked case along the side of the battery tube, broken belt clip rail and faded serial number label. Unable to perform displacement test and reservoir unable to lock into place due to missing reservoir retainer.